Event description:
It was reported by the rep the device was used in a laparoscopic tubal ligation. It was reported the dr tried to remove a cyst from the fallopian tube with the hook blade. She ran into bleeding with the harmonic scalpel and could not control hemostasis. The dr thinks the harmonic scalpel was not working. Cautery was opened to control hemostasis and complete the case. 2/22/1999 rep reported there was mininal bleeding.